Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized for low blood glucose levels, with a reading of 31 mg/dl. Prior to the event, the customer had delivered a bolus for dinner based on the sensor glucose reading. The customer was later found unconscious by his wife, and she called the paramedics. The customer was told by his healthcare professional that he may have had an infection also. Nothing further was reported.